Event description:
Blood bank information system is used to manage our blood bank's patient results, histories, and donor dispositions. We are currently on software version 2.9.3. Our laboratory has both inpatients and outpatients that may require transfusion. If a patient is drawn as an outpatient, the patient's accession number creates a separate record from the inpatient record. This requires that we merge both records prior to doing any testing so, the patient history, antibody/antigen information and special instructions are attached to the current specimen/orders. Since upgrading to v2.9.3 on january 15, 2009, we have been unable to merge certain patients with large histories. The problem has been reported to the vendor -manufacturer- verbally after discovery of this problem, followed by a documented trouble call the following month. On the next month, an outpatient specimen/order was received for transfusion. This patient had a history of previous anti-c and anti-bga and requirement for an antiglobulin crossmatch. The patient's antibody screen had been negative. The tech doing the history check noted the patient's blood type and antibody screen, but failed to note the instructions to give c negative blood and to do an antiglobulin crossmatch. The tech also did not note the antibodies previously identified. Since the records were not able to be merged, the patient's crossmatch was done using the outpatient record, without the special instructions. Only immediate spin crossmatches were performed. The next day, one unit was issued and transfused before the error was caught by a tech issuing the second unit to this patient. The first unit already transfused was typed for c -c negative-and an antiglobulin crossmatch was performed -compatible-. This event was reported to blood bank. Requested that they place a high priority on fixing this problem to prevent this error from occuring again. A biologic product deviation was also filed with cber.